Manufacturer narrative:
The investigation for limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. H6 added health effect - impact code 4624 f6/f8-should have been left blank in the initial report. G1 reporting contact fax number missing.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. Following the sheath insertion for impella 5.5 implant, the right radial arterial line waveform was lost. A 6 fr sheath was inserted to antegrade and an angiogram was performed. Attempts were made to remove potential clot/plaque but flow remained absent on the radial line. With flow to the ulnar artery present, the decision was made to proceed with the impella 5.5 implant for patient support.